Event description:
Reporter alleged blood glucose measured 393 mg/dl back to back with a result of 31 mg/dl when testing was performed within 10 minutes. Customer stated taking normal insulin afterwards; however, no other actions were taken or treatment received reportedly as a result . A request was made for the return of the suspect device and replacement product was sent.